Event description:
The haptic of the lens was bent in the delivery device during insertion into the patient's eye . The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.